Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device recorded an episode of non sustained ventricular fibrillation due to oversensing on the ventricular channel. The patient is in good condition and the device remained implanted.